Manufacturer narrative:
There was a total of 45 patients with a mean age at surgery of 13.8 (9.0¿19.6) years. This report is for an unknown synthes universal spine system ii construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: helenius I, parkkila t (2008), scoliosis surgery outcomes using pedicle screw instrumentation in children and adolescents, finnish journal of orthopaedics and traumatology, volume 31, pages 238-240, (finland). This study describes the first 45 scoliosis patients to undergo surgery with segmental pedicle screw instrumentation (tps) in a single institution. Between 2006-2007, 45 patients underwent scoliosis correction using pedicle screw instrumentation and were included in the study. The mean age at surgery was 13.8 (9.0¿19.6) years. A posterior surgical technique was used for 39 patients and an anteroposterior technique for 6 patients. 4 patients were implanted with an unknown synthes universal spine system ii, 1 patient was implanted with an unknown depuy spine isola, 1 patient was implanted with an unknown depuy spine expidium posterior, and the rest of the patients were implanted with a competitors¿ device. The mobility of all patients was restricted for 6 months. The srs-24 questionnaire was completed before the surgery and at postoperative follow-up visits. The mean follow-up period was 1.5 years (0.5 to 2.1 years). The authors did not specify which patients were implanted with a synthes device. Thus, complications will be reported as follows: 2 patients had implant breakage. This report is for an unknown synthes universal spine system ii construct. This is report 1 of 3 for (B)(4).